Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicated that the thumb advancer was fully retracted via the access ports; therefore, the reported difficulty/failure retracting the thumb advancer could not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that while showing the physician how the access ports and safety release will work, there was a problem while retracting the thumb advancer. It seems the thumb advancer buckled the guide rail and pressed out of the slit in the device. There was no patient involvement. The physician is reported not trained in the use of the starclose se device. No additional information was provided.